Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe ns 1ml ls experienced foreign matter contamination. The following information was provided by the initial reporter: I am writing to inform you of another contaminated syringe reported by a customer, product no. 300328 from lot no. 1905050.